Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent minute ventilation (mv) noise which was being oversensed which was on all three channels. The noise was related to a medical procedure. Additionally, the right ventricular (rv) lead exhibited high out of range shock impedances measuring up to 150 ohms. At this time, the device remains in service. No adverse patient effects were reported.